Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, there was an insulation anomaly on the right atrial lead. It was noted that the lead had low impedance and no capture but sensing was in range. The lead was capped and replaced on (B)(6) 2018. The patient was well before, during, and after the procedure.